Event description:
It is reported that one of the tabs fractured off.

Manufacturer narrative:
Eval summary: this type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tab may cause this situation. The exact cause analysis cannot be determined with certainty. As returned, one of the tabs has fractured and is missing. One of the corners of the other tab is deformed as well. The device has a potential field age of approximately 6 months. Device history records indicate all components were manufactured and inspected to spec.